Event description:
It was reported that during a ptca, after multiple devices were used over the guidewire, the guide wire and ultrasound catheter were removed together as a unit because, the tip of the guide wire appeared to be ready to separate. Force had been used to advance the catheter along the wire (contrary to IFU). Upon inspection after removal, the core wire had separated, although the coils were still connected. There was no pt injury.